Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. Explantation is planned; however, has not yet taken place as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed june 20, 2015.